Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's wife that the customer might have water damage on the insulin pump. Customer's blood glucose level was 250 mg/dl. Customer took out the battery and put it into his back-up pump. Customer was unsure if the back-up pump was working correctly. Customer does not have syringes. Customer was unable to complete troubleshooting because they did not have any batteries. Customer was advised to call back once they obtain a new battery. No further assistance required.